Event description:
It was reported that during an unk procedure, the cartridge came out of the device. It is unk if it fell into the pt. It is unk how the procedure was completed. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.